Event description:
An event was received via voluntary medwatch form mw5155080. It was reported that the system did not relieve sciatic pain and the ipg was inoperable as indicated by the programmer. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Sections a1: patient identifier and weight are unknown. Section b3: date of event is estimated. Section d4 - additional device information: serial number, lot number, expiration date and UDI. Device information are all unknown. Section d6a ¿ date of implant is unknown. Section d10 - concomitant medical products and therapy dates are unknown. Section e1, e2, and e3 - initial reporter information is unknown. Section h4 - device manufacture date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.